Event description:
The pt reported elevated blood glucose readings for the past couple of weeks with his most current reading being 450 mg/dl. He said his target blood glucose reading is 110 mg/dl. He stated he went through a metal detector 2 weeks ago and since then has received several occlusion messages on his insulin infusion device. During troubleshooting, the pt stated he has felt under the weather for the last 3 days. He said the basal rates set on his infusion device are "close to what he had been taking" but have not been confirmed by his doctor. The pt was advised to contact his doctor regarding his basal rates. On follow up, the pt's daughter stated the pt is still experiencing occlusions and elevated readings. She stated the pt's reading today was "hi" on the meter. To troubleshoot, the pt was instructed to disconnect from his headset and bolus 5 units three different times through the infusion tubing. All went through without occlusion. The pt was instructed to remove his headset and when he did, the pt's daughter stated the cannula was bent. The pt stated he has been on pump therapy for 5 yrs and uses the same portion of his stomach for his site. Site rotation and mgmt were discussed with the pt. A guide to site mgmt, an insertion device aid and replacement infusion sets were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.